Event description:
It was reported that the bd alaris medical infusion system administration sets was missing a component. The following was received by the initial reporter: opened an alaris infusion set and there was no roller clamp on the tubing.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of misassembly (missing component) could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 23055054 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 04may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris medical infusion system administration sets was missing a component. The following was recieved by the initial reporter: opened an alaris infusion set and there was no roller clamp on the tubing.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.